Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effects of thrombosis and pain are listed in the supera instructions for use, as known potential patient effects associated with the use of the device. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. The stent migration was the result of vessel recoil following post-dilation. The pain was related to the thrombotic obstruction which was treated with thrombus ablation and endovascular treatment below the knee. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, chronically occluded superficial femoral artery (sfa) that was restenosed 100%. A 5.5x150mm supera stent was placed in the lesion located in the sfa without runoff. After post-dilatation, the stent was elongated (about 200mm) by recoil of the lesion, therefore, a 6.0x100mm non-abbott drug coated balloon (dcb) was added to the proximal part to treat. Due to poor runoff, thrombotic obstruction within the supera stent was noted, and aching pain felt, therefore, thrombus ablation and endovascular treatment below the knee were performed. The physician reported that the thrombotic obstruction was caused by the stent placement in the sfa without runoff and the use of dcb, not due to supera elongation. Patient is doing well. There was no adverse patient sequela.